Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01863, 0001822565-2017-01864, 0001822565-2017-01865 & 0001822565-2017-01866.

Event description:
It was reported that the patient has been indicated for revision due to unknown reason. No additional information provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient has been indicated for revision due to infection. No additional information was provided

Manufacturer narrative:
Upon receipt of additional information, this device was determined to not be reportable as it was not involved in the event. The initial report was submitted in error and should be voided.